Event description:
It was reported that the stapler was used during a bowel resection. The staple line was not completely intact. The case was completed by hand suturing. There was no further consequence to the pt.